Event description:
It was reported there was a shocking or jolting sensation. The device was turned all the way up because the patient was not feeling any stimulation. The device was then turned on, and the patient felt a large jolt/shock. The patient was advised on how to turn the device back down so troubleshooting could be performed. The patient had a separate issue with a broken connector pin on the recharger, but it was noted the patient felt like she also felt a shock when the connector pin on the recharger broke. No troubleshooting was able to be performed at the time of the report though. It was also noted the patient had lost 'a lot' of weight and now the patient's skin and device both moved. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The reporter stated the shocking had been resolved.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient, product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6), product typ extension (B)(4).